Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of a renegade hi-flo micro-catheter with an abbott whisper wire. Microscopic examination of the hub, shaft and tip were performed. The device showed 2 kinks on the catheter shaft as the first kink was located at 21.5cm from the tip and the 2nd kink was located at 57cm from the tip. The guidewire that was received was not a bsc guidewire, it was an abbott whisper wire. The guidewire was measured and was found to be 172cm long and was separated 8cm from the tip as the actual length is supposed to be 180cm. Per the updated information, the guidewire was separated and remained in the renegade catheter. Since this device was used with a guidewire that was not supplied with the renegade hi-flo kit there may have been an interaction with this device that caused the failure of both devices in question. There is no evidence or indication that the renegade device caused the guidewire separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was further reported that the target lesion was located in the mildly tortuous left lumbar branch. The guidewire used at the time of the incident was a non-bsc 0.014 guidewire. During wire removal, it was noted that the tip of the 0.014 non-bsc wire detached inside the renegade catheter. The detached tip was then removed with the microcatheter. The renegade catheter was used again with the pre-packaged fathom wire and the procedure was completed. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the wire broke. The target lesion was located in the left lumbar branch. During procedure, it was noted that the end of the wire broke off. No patient complications were reported and patient's status was stable.